Event description:
Additional information was received from a patient (pt). It was reported that they charged for two days later and they can't charge. When the paddle on the cord got hot, they took it off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated they have been having a lot of trouble charging their implantable neurostimulator (ins) for the past 6 months or more. Patient stated that the paddle gets really hot after a while and it takes so long to charge the implantable neurostimulator (ins). Patient added that they can be sitting for 30 minutes and it will only charge 10% before it gets so hot that they have to stop and can't get it charged all the way. Patient confirmed the paddle has not burned their skin or left a mark because they take it off right away. Patient noted they have had problems with the recharger in the past but didn't tell medtronic about it. The issue was not resolved. A replacement recharger was sent out. Patient called back stating they got the new recharger today and they still had problems charging their implantable neurostimulator (ins). They were sitting there for 45 minutes and it went from 30% to50%. They could not get it to 100% even though they were recharging at excellent. Patient noted they had a hard time getting the recharger cord into the controller. During call patient had a hard time unplugging the recharger from the controller charging port. Patient then verified no damage to the recharger. When examining the controller charging port the two on the right were not as bright and as shiny. Patient noted that on the controller near the up and down arrow the controller screen was peeling. A replacement controller was sent out. Patient called back reporting that they received the replacement controller. Patient stated that they got a software problem message and to call medtronic, patient services (pss) had patient read the software problem. Patient noted the message read 1- intellis, 2- 3.6, 3- 245, 4- enslnter sm.c. Patient services (pss) walked patient through a controller reset. Patient mentioned that the controller powered back on but that they got the setup screen. Patient services (pss) walked patient through finishing the pairing process and successfully paired the controller to the implantable neurostimulator (ins). Patient noted that they think the battery pack is the issue because they just had the controller and recharger replaced due to the recharger getting warm. Patient services (pss) reviewed the software problem message and that nothing needed to be replaced. Patient repeated information from previous calls about recharger and charge time and patient asked about charge duration and agent reviewed information. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
H7: is updated for the device with product ID: 97755-s, lot#serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product type product ID 97755 (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back from phone 2 and mentioned they were still having trouble charging their ins even though they had been sent a replacement battery pack. Pt said they had been charging their ins at excellent quality for 1 hour, but the ins was still low and in the red. Patient services (pss) confirmed pt was charging excellent on call and ins was low. Controller was 100%. During controller reset, pt disconnected call. Patient services (pss) tried calling pt back 2 times, but could not get in contact with pt. Pt mentioned they had a hard time inserting recharger cord into the controller. Pt called back stating they were disconnected from the previous agent and stated they had taken the battery pack out of the controller and that is as far as they got. Pt also added that the paddle on the recharger cord is hot on their body - patient services (pss) asked pt to clarify and pt stated the paddle is just warm. Pt stated that after 1.5 hours, the implant is not charged and is taking too long to charge the implant. Pt also noted that it is hard to get the paddle over their implant. Patient services (pss) had pt start implant charge and pt saw controller at 70% and implant 30% recharging poor then got to recharging excellent. Pt also mentioned that they need the implant charged for a MRI next month. Patient services (pss)recommended to continue charging the implant and follow up with hcp if issue persists since recharger has been replaced twice, and controller battery pack were replaced as well.

Manufacturer narrative:
Product type product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot/serial# (B)(6). H3: the device with product ID: 97755-s, lot/serial# (B)(6) was received for analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. And the fdm b01, fdr c040102 and fdc d01 codes are for the same device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back slightly escalated as they were stating it takes forever to charge their implanted device, and it burns their skin when they do recharge their implanted device. Patient requested a new battery pack be sent out as they received all other replacement equipment besides the battery pack. Agent reviewed that patients symptoms would be caused by recharger paddle. Patient stated they had met with their doctor, and their doctor redirected patient to have their battery 'checked.' Agent asked and patient clarified that the controller does notget hot, just the recharger paddle. Patient confirmed no physical damage to the recharger, and agent confirmed patient was using correct replacement equipment. Patient repeated that they are having charging issues with their implanted device and not getting past 70%. The issue was not resolved. A replacement recharger and battery pack was sent out.

Manufacturer narrative:
The recharger with model number 97755-s and serial# (B)(6). Recharger with model number 97755-s, serial# (B)(6). Recharger with model number 97755-s, serial# (B)(6). Section h6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.